Manufacturer narrative:
The insulin pump was received with currents within specifications and passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. No unexpected a64 alarm. The insulin pump had minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm rf pic failed self-test. Customer's blood glucose at time of incident was unknown. Customer stated that alarm did not occur during the rewind/prime sequence. Customer was advised that the error table indicates the pump should be replaced. Customer was advised the pump should be replaced.